Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-16207 and 1627487-2013-16209. It was reported the patient stopped using or charging his system due to ineffective stimulation. He reported this has occurred for approximately 6 months. It was reported his ipg would not communicate with external devices. The patient would like to be reprogrammed; therefore, the sjm representative will contact the patient.